Manufacturer narrative:
A ge service rep performed an onsite investigation. The sbc cpu-pcb was evaluated and determined to require replacement. The required components were no longer in production and unable to be located for the repair process. The device was determined to be eol (end of life). No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.